Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the analysis of the log files; however, the alarm was not reproduced during testing. The controller event log file contained data spanning 3 days ((B)(6) 2024 per the timestamp). A backup battery fault alarm was active from the first event in the log file (captured at 18:53:43 on (B)(6) 2024) until the controller was powered off after being exchanged due to the backup battery not passing the load test. The log file did not capture when the alarm first activated due to the event being overwritten by newer data. The driveline was disconnected at 10:23:16 on (B)(6) 2024 to exchange the system controller and the controller was powered down at 10:24:13. The controller periodic log file contained data spanning 256 days ((B)(6) 2023 ¿ (B)(6) 2024 per the timestamp). The log file captured the backup battery fault alarm beginning at 13:29:28 on (B)(6) 2024 due to the backup battery not passing the load test. The log file did not capture when the alarm first activated as the periodic log file only captures data at specified time intervals rather than upon detection of an event. The pump maintained a speed within the expected range throughout the log files. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU (rev. C) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3: patient gender not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault, and the system controller was exchanged.